Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the left knee. A 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter was advanced for pre-dilatation. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter. No patient complications nor injuries were reported.